Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did 3 devices fail during the one procedure? Updated information is 1 devices. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was broken near the swage part during suturing on the pericardium. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/20/2019. A manufacturing record evaluation was performed for the finished device batch mlq446-8556h and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis a labeled winding former a detached needle and a needle suture piece of product code 8556, lot mlq446. During visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and the end of suture piece was observed cut appears to be by use of a surgical instrument. No functional test could be performed due to sample condition. The other section of the suture was not sent. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the breakage suture was an improper handling. It was received for analysis two unopened samples of product code 8556, lot mlq446. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.